Event description:
The user facility reported a 73-year-old female undergoing percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient developed limb ischemia while on support. The decision was made to removed the impella cp device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. Since the medical center did not return the impella device, no benchtop analysis was possible and based on the clinical information, the root cause of the issue was not determined. The failure mode will be monitored and trended.